Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a coronary procedure, via either a 5 fr or 6 fr sheath. Reportedly, an unspecified device failure occurred. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. Reportedly, the physician is trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The plunger, suture, link, needles, and cuffs were not returned with the device limiting the scope of this investigation. There was no needle strike mark observed at the posterior foot. The reported unspecified failure could not confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.